Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt stated that fluid rushed out of the cycler when cassette door was opened for treatment. Pt had no known adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed with one pinhole and one scratch on film cassette. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.